Manufacturer narrative:
(B)(4). UDI number unavailable as complainant did not report a lot number. Complaint verification testing could not be performed as no sample was returned for analysis. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It is reported that: "the guedel airway is easily folded and occluded and is not fit for purpose." The issue was identified at incoming inspection. There was no patient involved.

Event description:
It is reported that: "the guedel airway is easily folded and occluded and is not fit for purpose." The issue was identified at incoming inspection. There was no patient involved.

Manufacturer narrative:
(B)(4).